Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two times of surveillance culturing conducted by the user facility, following microbes were detected from the subject device. [First time] instrument channel:aerobe sporenbildner (1 cfu / 20 ml). Air/water channel: aerobe sporenbildner (1 cfu/20 ml). [Second time] instrument channel: staphylococcus capitis (2 cfu / 20 ml). Air/water channel: micrococcus luteus and staphylococcus epidermidis (3 cfu/20 ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 plus (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the device tested positive for microbes as follows. However, the testing result cleared the german guideline. - instrument channel: no microbe - air/water channel: 12cfu/20ml (unspecified microbes) - distal end: no microbe the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.